Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a failed calibration. There was no patient involvement.

Event description:
It was reported that there was a failed calibration. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they perform pm, device is with specification with an exepction of a broken ail. Replaced broken ail. As found software version 9.33.0.50, as left software version 9.33.0.50. A review of the device history record for sn (B)(6) was performed from the date of manufacture 07/15/2019 to the present date 12/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the ail sensor assembly. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for ail.